Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that four infusion set tube was leaking from tlock. Event was occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 4.